Event description:
It was reported to bsc/target that during a procedure of ccf the idc-18 soft coil got stuck inside the fastracker-18 microcatheter. The physician was able to implant two coils using the same microcatheter. This phenomenon occurred upon the third coil delivery. When 30% of the coil had been delivered into the target area (ccf), the physician realized that the delivered coil was too big for this target. Thus, he attempted to retrieve this coil from the target. When retrieving the idc-18 soft coil into the microcatheter, the physician got restriction upon the device. Furthermore, the idc-18 soft coil detached into the microcatheter. Continuous flush had been taking place during the procedure. All of the devices could be removed successfully. There were no injuries for the pt.